Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, myocardial infarction and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015 a 3.0x28mm xience alpine was implanted in the distal right coronary artery (rca). Post-procedure, there was a non-serious enzyme elevation that was not treated. On (B)(6) 2016, patient presented with mid-back pain and belching. Patient was diagnosed with non-st elevated myocardial infarction (nstemi) and 80% stenosis at the proximal margin of the xience alpine in the distal rca. The patient underwent re-vascularization with stenting in the mid rca and the posterior descending coronary artery on (B)(6) 2016 and the event resolved. No additional information was provided.